Event description:
The device was used during an unk procedure. It was reported by the rep the insntrument malfunctioned, there was no consequence to the pt. Staples won't close, las staples would not close during co's test.

Manufacturer narrative:
A1,2,3,4;b3,6,7;d10: information not provided by affiliate. 8/30/96 contacted affiliate "specific nature of the malfunction?" Dsh. 9/6/96 info rec'd-dsh. 9/6/96 staples won't close, last staples would not close during test. Dsh. D5,6;h4: information unavailable, device not returned for analysis.